Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient went to the hospital but it was not reported if the patient was admitted. Treatment was not reported. Patient outcome was not reported. Action taken with pd therapy was not reported. Patient declined to provide additional information.